Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the coronary sinus was dissected. Physician alleged that the catheter used was responsible for the dissection. The procedure time was significantly impacted by extended duration to implant the left ventricle lead while working in the setting of a vessel dissection. Patient was stable.